Event description:
It was reported that, during a routine clinical follow-up, post paced t-wave oversensing was observed. The oversensing could not be reproduced in clinic. The provocative and pocket manipulation tests were normal. Physician elected to make no changes and the patient medical condition was good after the event.